Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the biosteon screw driver broke during procedure. Additional information confirmed all pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: broke. Probable root cause: design improper packaging design. Product design insufficient to withstand transport process. Product manufactured out of specification (eg thin walls). Improper assembly application. Rough handling during shipping. The device manufacturer date is not known.

Event description:
It was reported that the biosteon screw driver broke during procedure. Additional information confirmed all pieces were retrieved and the procedure was completed successfully.